Event description:
Patient presented with deep rcca with posterior curve. On arterial sheath introduction, the .035 wire seemed to retract some allowing the sheath/dilator to be advanced over the soft part of the wire into a posterior curve of vessel. Unable to aspirate initially until sheath was retracted. Subsequent angiograms showed dissection of the common carotid. Patient placed on high flow reversal and attempts made to introduce .014 wire to the lesion and across in order to stent the target lesion into the cca to repair was unsuccessful. Decision to convert to open cea and repair, was made due to this dissection. Patient repaired with bovine patch and awoke baseline and responding.